Event description:
Upon following up with customer on a report of air in line, product surveillance received a voicemail from the patient's caregiver (cg) stating that the patient had passed away. No further information was provided related to the patient death. Additional information was received from gpv during a follow-up with customer. Per the home health aide, the hp passed away on (B)(6) 2012. The reported cause of death was sepsis.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance received a call from patient's spouse. The spouse reported that the cause of death listed on the death certificate was coronary artery disease and was not related to the device. The patient was not on the device at the time of death. The spouse also reported that the patient had a history of lung disease and end stage renal disease. No further information was given at this time. No additional follow up information will be provided as there was no allegation against baxter products and the death was determined to not be related to peritoneal dialysis therapy or the homechoice device.

Manufacturer narrative:
(B)(4). The device has been returned to baxter production analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available